Event description:
The guide was used for implant surgery. The guide did not seat properly and rocked side to side. The doctor proceeded with surgery and placed implants #7, 8, 9, and 11. However, implants #8, 9, and 11 were too lingual and were removed. Implant #7 was successful, and implant #14 was free-handed at a later date.

Manufacturer narrative:
Based on our investigation, we can conclude that the trajectories of the guide align with the final plan. Additionally, after trajectory issues were found at sites #8 and #14, the guide was modified per protocol, and passed all subsequent testing. The trajectory issues were likely caused by surgery being performed using an improperly-seated guide, and the seating issues were likely caused by an inaccurate stone model which was difficult to detect due to shine present in the patient scan.the original report has been updated to include a trajectory anlysis of the guide which was returned to anatomage on 04/27/2021.

Manufacturer narrative:
Based on our investigation, we can conclude that the trajectories of the guide mold align with the final plan. Additionally, after trajectory issues were found at sites #8 and #14, the guide was modified per protocol, and passed all subsequent testing. The trajectory issues were likely caused by surgery being performed using an improperly-seated guide, and the seating issues were likely caused by an inaccurate stone model which was difficult to detect due to shine present in the patient scan. Further analysis will be performed if the surgical guide is returned to anatomage.

Event description:
The guide was used for implant surgery. The guide did not seat properly and rocked side to side. The doctor proceeded with surgery and placed implants #7, 8, 9, and 11. However, implants #8, 9, and 11 were too lingual and were removed. Implant #7 was successful, and implant #14 was free-handed at a later date.